Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v915103, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. These symptoms were reported to have occurred about two months after the patient was implanted, following exposure to a security gate at a government building. The reporter indicated that the device was on during the exposure. It was noted that there had been no issues since then.